Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), tooth disorder ("dental problems") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding had resolved and the allergy to metals, fatigue, weight increased, tooth disorder and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, fatigue, heavy menstrual bleeding, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, dental problems, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc: (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), tooth disorder ("dental problems") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding had resolved and the allergy to metals, fatigue, weight increased, tooth disorder and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, fatigue, heavy menstrual bleeding, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, dental problems, migraine and headaches diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), tooth disorder ("dental problems") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the allergy to metals, fatigue, weight increased, tooth disorder and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, fatigue, menorrhagia, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, dental problems, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, fatigue, weight gain, dental problems, migraine and headaches. Essure implant and explant date were updated. Outcome for pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding) were recovered. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.